Manufacturer narrative:
Results of investigation: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The outer tray lid of the device has a small hole in the corner and the tray is also damaged. The outer box was not returned for evaluation. The device was manufactured in 2020. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause for this event is likely improper handling or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up or inspection, after checking the lid of the package, it was found to have a hole in it. The surgeon decided not to keep the implant. It is unknown how the procedure was finished and if there was a surgical delay. No other complications where reported.